Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump showed a pump error. Customer was unable to clear the pump error alarm. It is unknown if the automode feature was in use at the time of the event. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No pump error 38 alarms noted during test. No damage noted to motor assembly during visual inspection. The motor was tested outside of the pump and passed. The following were noted during visual inspection: scratched case, pillowing keypad overlay, broken belt clip rails, cracked keypad overlay, stained keypad overlay, and keypad overlay texture damage. (B)(4).